Event description:
Complainant alleged that while attempting to treat a pt, the device was unable to obtain an ECG signal via electrode pads and paddle. Complainant indicated that they attached the wrong type of cable and once they switched to a one step cable the device worked properly. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.